Manufacturer narrative:
Explant date: (B)(6) 2018. Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 16780917/16780917, model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients ipg was non-functional. The patient underwent an explant procedure.